Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional did not reported a complaint against the device. Later healthcare professional reported "gel bleed". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3.

Event description:
Healthcare professional did not reported a complaint against the device. Later healthcare professional reported "gel bleed". . Later healthcare professional reported "capsular contracture baker grade ii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed two openings through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non-penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: a2, b3, d9, e1, h3, h6.

Event description:
Healthcare professional did not reported a complaint against the device. Later healthcare professional reported "gel bleed". . Later healthcare professional reported "capsular contracture baker grade ii". This record is for the right side. Device was explanted.